Event description:
It was reported that the user paused supply orders and stopped using the ilet for approximately one month after experiencing hypoglycemia, with a reported blood glucose in the 40 mg/dl that was treated with oral carbohydrates. Customer care provided support that included an offer to assist with syncing the ilet and reviewing reports, and a plan to connect the user with the clinical line upon follow-up. Investigation of this case revealed that the cause of the hypoglycemia was unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included no reported hospitalization, no reported alerts or alarms, and completion of basic troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.